Manufacturer narrative:
(B)(4). The device was not returned for analysis. It is likely that the balloon interacted with anatomy and newly placed stents causing damage to the outer surface and resulting in balloon rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Correction: the reported surgical procedure was not open heart surgery as the stent was implanted in the renal artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The herculink elites (x2) referenced are filed under separated medwatch report numbers.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the moderately tortuous, 70% to 80% stenosed renal artery. A 6.0 x 18 mm herculink elite stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and during deployment, the stent implant slipped distally out of position and was deployed only partially in the lesion. A second 6.0 x 18 mm herculink elite sds was selected to cover the remainder of the lesion. The sds was advanced to the lesion and deployed. After deployment it was observed that the stent implant had not fully expanded due to the amount of stenosis in the lesion. The sds balloon was then inflated again to 18 atmospheres and ruptured. It was determined that a high pressure balloon catheter will need to be used to fully expand the stent implant. This will be done during another procedure that has not been scheduled yet. There was a ten-minute delay in the procedure due to the need to implant a second stent. The following additional information was received: the patient returned for a follow-up procedure in an attempt to open up the 2nd herculink stent. An 8.0 x 20 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was placed, but the balloon ruptured on the first inflation and failed still to crack the stenosis. The patient was sent for open heart surgery and is doing well. No other information was provided.